Manufacturer narrative:
No motor error alarm, missing segment/display anomaly or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was cloudy which make screen hard to see as well as motor error. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.